Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. A 4.00x12mm promus element plus drug-eluting stent was advanced to treat the lesion. However, after several attempts, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Promus element plus, mr, ous 4.00x12mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most distal row of the stent were found to be lifted and flared. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. A 4.00x12mm promus element plus drug-eluting stent was advanced to treat the lesion. However, after several attempts, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.